Event description:
The customer reported to olympus during a colonoscopy procedure, the evis lucera elite xenon light source became pixelated and was unable to continue with the examination. There was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the mouthpiece was dusty and slightly rusted, internally the unit was slightly dusty and when tested, the unit passed all tests in accordance with the OEM technical manual. The unit was left on soak test for 3 working days and no error occurred. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Upon further review, the legal manufacturer has determined there is no potential for this malfunction to cause or contribute to an adverse event.